Manufacturer narrative:
On 14-feb-2017 product investigation results: reporter returned one toothbrush head on (B)(6) 2017. Toothbrush head confirmed to be counterfeit.

Event description:
Floss action replacement brush was loose, as if defective, and it came off when I used it [device breakage]. Another one was a little loose but it hasn't come off- floss action replacement brushes [device connection issue]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she bought a 3-set of the oral-b power oral care refills floss action. The consumer described that one of the brush heads was loose, as if defective, and it came off when he/she used it with an oral-b rechargeable toothbrush, version unknown. Another brush head was a little loose but it hadn't come off, so he/she was still using it. The consumer used one with no problem, and had already gotten rid of it. No symptoms developed. On 10-jan-2017 received consumer's follow-up e-mail: the consumer reported that the brush heads were purchased on (B)(6) 2016. The date the flaw was noticed was (B)(6) 2017. The consumer noticed the problem on the first use of the brush head. The consumer described that it felt loose when he/she attached it, and it came off when he/she turned it on. The consumer reported that the product was the braun oral-b replacement brush interdental wiper brush 3-set eb25-3-el genuine product. The consumer had destroyed the package. No further information was provided.

Manufacturer narrative:
Reporter returned one toothbrush head on 19-jan-2017. Product investigation is in progress.

Event description:
Floss action replacement brush was loose, as if defective, and it came off when I used it [device breakage], another one was a little loose but it hasn't come off- floss action replacement brushes [device connection issue], no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she bought a 3-set of the oral-b power oral care refills floss action. The consumer described that one of the brush heads was loose, as if defective, and it came off when he/she used it with an oral-b rechargeable toothbrush, version unknown. Another brush head was a little loose but it hadn't come off, so he/she was still using it. The consumer used one with no problem, and had already gotten rid of it. No symptoms developed. On 10-jan-2017 received consumer's follow-up e-mail: the consumer reported that the brush heads were purchased on (B)(6) 2016. The date the flaw was noticed was (B)(6) 2017. The consumer noticed the problem on the first use of the brush head. The consumer described that it felt loose when he/she attached it, and it came off when he/she turned it on. The consumer reported that the product was the braun oral-b replacement brush interdental wiper brush 3-set eb25-3-el genuine product. The consumer had destroyed the package. No further information was provided.